Event description:
The customer contacted baxter regarding a system error 2367 (air in tubing) that occurred on the homechoice during drain 3 of 11. There was nothing found during troubleshooting that could have caused or contributed to the alarm. The patient started over with new supplies. There was no patient injury or medical intervention associate with this report.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.